Event description:
Ous MDR - it was reported that approximately 39 months after the implant the patient received inappropriate shocks. This ICD could not be interrogated. A lead break was suspected (pacing impedance > 4000 ohms) and the ventricular lead was capped and replaced. This device and the ventricular lead were replaced.

Manufacturer narrative:
As of today, the leads are not available for analysis, therefore the leads could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular leads, the returned ICD as well as on the provided data. The manufacturing process for the leads and the returned ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was returned and subjected to an electrical analysis, revealing that the device could not be interrogated which confirmed the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. The available x-ray images were thoroughly investigated and showed that the protego was fractured in the area of the clavicle indicating the presence of a subclavian crush syndrome. However, an analysis of the lead would be necessary for a root cause investigation. In conclusion, the lead was not returned for an analysis. The analysis of the returned ICD showed that the electronic module was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. There was no indication of a material or manufacturing problem. Should additional information or the leads become available for analysis, the investigation will be updated.